Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that patient presented exhibited severe lead noise, under-sensing, and failure to capture on right ventricular lead. There were also few low pacing impedance measurements noted on the lead. An insulation breach was suspected. The lead was successfully capped and replaced. Patient was stable before, during, and after procedure.